Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to reprogram his g5 application with the transmitter which was unsuccessful for the reported issue. Patient was later advised to reinstall the g5 application and restart his smart device to re-establish connectivity which was successful for the reported issue. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 01/05/2016 and confirmed the reported event of intermittent antenna icon. A definitive root cause could not be determined. No additional patient or event information is available.